Manufacturer narrative:
Manufacturer¿s investigation conclusion: review of the submitted log files confirmed events consistent with a total loss of power, which would have resulted in a pump stop; however, a specific cause for the event could not be conclusively determined through this evaluation. The controller and internal left ventricular assist device (lvad) clock were out of sync in the submitted log files. The controller corrupt alarm was active until the account set the clock following the event. These events indicate that the pump stopped due to total loss of power; however, a specific cause for the loss of power could not be conclusively determined as the log files did not capture the loss of power/pump stop event. A backup battery fault was also captured in the log files; refer to the controller investigation regarding this finding. The system otherwise appeared to be operating as intended at the stored patient speed, and there were no other notable alarms active in the log files. The cause and date of the pump stop was unable to be determined, and the cause of the controller clock corrupt event was unable to be determined. Refer to the controller investigation regarding the controller clock corrupt alarm. It was reported that the patient experienced muffled alarms that sounded like self-test alarms days prior to the reporting of the event. The log files confirmed the self-tests but could not confirm any alarms that would have resulted in the ¿muffled¿ alarm sound. Refer to controller investigation regarding self-test alarms and ¿muffled¿ alarms. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C and the heartmate 3 patient handbook, rev. D are currently available. Heartmate 3 instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. The heartmate 3 lvas patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the provided log files were reviewed, and the clock was observed to be desynced within the pump log files. Although a pump stop was not observed within the data, and the events leading up to the clock becoming desynced were unable to be observed, the pump's clock being desynced suggests that a pump stop did occur.